Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, rates of recurrence were similar regardless of method of securing the mesh. Laparoscopic inguinal hernia repair is generally a safe procedure with minimal complications. The learning curve is steep and attention to detail is critical.

Event description:
Abstract received titled "laparoscopic inguinal hernia repair: a retrospective study based on the 17 year experience of a single surgeon". The presentation determined the safety and efficacy of laparoscopic inguinal herniorrhaphy. Adverse events noted in the report included recurrence, colonic injury, peritonitis, bladder injury, small bowel obstruction, hematoma, hydrocele, cellulitis, ecchymosis, urinary retention and seroma.